Event description:
Philips received a complaint from customer biomed, reporting a dim display on a v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the unit with biomed and confirmed a user interface (ui) replacement was necessary for resolution. The rse provided the customer with the applicable part numbers as requested.

Manufacturer narrative:
The rse provided their analysis findings however we are unable to confirm the actual corrective actions, nor final disposition of the device because the customer did not respond to requests for additional information. Multiple attempts were made to try to obtain further information about this case but no response received from the customer. This report is being submitted as part of a corrective action to replace manufacturer report # 22031642-2023-00264. All information from the original report(s) has been transferred to this report.